Event description:
(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reyc0801 showed no other similar product complaint(s) from this lot number.